Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving intrathecal morphine 10 mg/ml at 5.496 mg/day, bupivacaine 30 mg/ml at 16 at 16.487 mg/day, and clonidine 150 mcg/ml at 82.43 mcg/day. The indication for use was non-malignant pain. The device diagnosis was "pump inversion." A pump pocket revision occurred. On (B)(6) 2015, surgical observation revealed that the pump was 'free floating' in the pocket. The event resolved without sequelae. This was related to the device or therapy. This was not related to the implant procedure. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).